Event description:
It was reported that the patient wanted to have their vns explanted. The neurologist reported that the patient felt that there was a lack of efficacy with the vns and that the patient did better with aeds. The neurologist recommended that the patient continue with vns therapy. It was reported that the patient felt local discomfort in the area where the generator was implanted and was the reason for vns explant being requested. No known surgery has occurred to date. No additional relevant information has been received to date.